Event description:
It was reported "patient presented to quick treat for disconnect of 5fu bottle today. Patient reports he noticed the pump was leaking from the mediport tubing and saturated his t shirt yesterday afternoon. Patient reports first noticing yesterday afternoon, changing t shirt 3 times between yesterday and this morning. Patient arrived with t shirt saturated, surrounding skin saturated with dried chemo on midline chest. Chemo spill area on chest was cleaned with soap and water, slight erythema, patient reports no pain or irritation at site. Patient denies calling office to make anyone aware prior to today's visit. Patient and spouse educated that if ever occurs in the future to call office or after hours line immediately. Educated to contact office if any further skin irritation occurs. Rn was unsure of exactly how much chemo he actually received due to leakage. When flushing line to disconnect, saline was leaking around mediport tubing which attaches to the clave. Nurse leader made aware. Nurse leader came to assess mediport tubing, crack noted in plastic tubing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.